Manufacturer narrative:
D4 - removed cartridge lot #. D4 - removed cartridge lot #.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer consumed carbohydrates to address blood glucose level of 72 mg/dl, however, experienced an elevated blood glucose (bg) level of 501 mg/dl and a ketone level of 18 mg/dl due to an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 61-62 mg/dl, and the meter bg reading was 501 mg/dl. Reportedly, the customer consulted with a healthcare provider to discuss alternate therapy for diabetes management.